Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I stabilizer z. When they tried to fix acrobat-I to octobase (medtronic), the mount part was damaged. The procedure was completed without any problems using the spare acrobat-I. No health hazard to patients.

Manufacturer narrative:
Complaint number: trackwise # (B)(4). Event description: the hospital reported that during a coronary artery bypass procedure using acrobat-I stabilizer z. When they tried to fix acrobat-I to octobase (medtronic), the mount part was damaged. The procedure was completed without any problems using the spare acrobat-I. No health hazard to patients. The acrobat-I stabilizer is from 3000140390. The investigation has been started, since the complaint was received, the following contents have been conducted: 1. DHR review: the DHR have been reviewed, there¿s no deficiency identified from production relevant to the acrobat-I stabilizer mount damage prior to this complaint. All the products had been performed 100% visual and function inspection, and they all passed the visual and function inspection, which demonstrate the housing mount has no flaws/crack etc. Appearance defect, and all the products were simulate to be fixed on the blade by locking the jaw with no breakage. There's also no non-conformity observed in the incoming inspection of the rm7001164 housing mount. Coc was reviewed, the supplier certifies that this device lot conforms to all applicable rm7001164 drawing and product specifications, the supplier also certifies that the glass-filled virgin polycarbonate resin used to mold the parts is 100 percent virgin resin with no re-grind or reprocessed material. 2. Trend review: in the last 12 months, 24th june 2020 to 24th june 2021, the occurrence rate is approx. (B)(4). There¿s no similar complaint reported for this reported lot 3000140390. 3. Randomly checked 800 ea rm7001164 housing mount from another lot 3000173023, there's no flaws/crack etc. Appearance defect observed. The radius on the housing mount has also been checked, the radius is conforming to the drawing requirement. 4. Device evaluation: 1) visual inspection: there¿s no obvious cosmetic defects found on the housing mount, and the fracture did not appear to have propagated along a knit line, flow mark or parting line. Which is same with the hospital feedback, there¿s no visual appearance defect on the mount part. There¿s 1 mark line on the mount, the mark line indicates the stabilizer was used on the medtronic retractor, which is same with the hospital feedback, the stabilizer was used with the medtronic retractor. 2) simulate to replicate om-10000 stabilizer housing mount breakage, it is found that the housing mount would be fractured caused by too much force used by pushing the anterior portion. 3) analysis the force in the above direction in the normal use situation, the force from the direction is generated from jaw locking force, with 2 aspects force contribution, a. The spring pushing the jaw forward, and, b. The locking the lever, the lever cam push the jaw forward. 4) base on the information provided from hospital and the force direction analysis. More evaluation has been done, simulate use the om-10000 stabilizer being mounted and dismounted on fixture bh00056 medtronic retractor for 15 times, with 15 samples, to check whether the jaw locking force would cause the anterior portion of housing mount fracture. The results shows no mount breakage. Study the jaw locking force when the jaw and lever locked. From the study, the average jaw locking force is about 285 n, and which has 1 ppm chance the jaw locking force would reach to 324 n. Further study the housing mount anterior portion breakage force in pushing the anterior portion direction with 15 ea rm7001164 housing mount from lot 3000100036, on the tensile tester rd00088, fixing the housing mount on a vise, pushing down the housing mount at the middle position. The mean breakage force is about 747 n and which has 1 ppm chance the breakage force would be low and reach to 457 n. - analysis the capability of jaw locking force in normal use, using the possible lowest breakage force 457 n as the up-limit of the jaw locking force. The result shows, there¿s no probability to result in the mount anterior portion fracture in normal use. Base on the simulate use and force studies, there¿s no mount breakage happen, and the force study shows the jaw locking force value will be around 285 n and with 1 ppm chance would reach 324 n, which is much lower than the lowest mount anterior portion breakage force 457 n. Above analysis demonstrated that there¿s no probability to result in the mount anterior portion fracture in normal use. 5. Root cause evaluation: it not indicates a manufacturing defect or raw material defects caused or contributed to the reported failure during investigation. The event occurred during the use of the device and the procedural operation is unavailable for our review. The trending and complaint history shows that this is an isolated incident. With the available information, it is not possible to determine if the device was used in accordance with the labeling in regards to the reported failure. The most probable root cause of the anterior portion fracture would be too much force used by pushing the anterior portion.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat-I stabilizer z. When they tried to fix acrobat-I to octobase (medtronic), the mount part was damaged. The procedure was completed without any problems using the spare acrobat-I. No health hazard to patients.